Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connecting tube had foreign objects. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified; and for the newly identified malfunction, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e315 communication error. The issue occurred during preparation for use, and no patient involvement was reported.